Manufacturer narrative:
09-oct-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Metal piece...almost couldn¿t get it out of throat [foreign body in throat]. Brush head...metal in it that...should not become detached/brush head that the pin became detached - oral-b [device breakage]. Metal piece is loose - oral-b [device physical property issue]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via phone stated that the metal piece in the oral-b crossaction toothbrush head was loose and they almost swallowed the metal part of it. On the top of the oral-b toothbrush head, there was metal in it that was very deep and should not have detached. No serious injury was reported. 23-aug-2023 follow up via digital safety assessment survey: the consumer was a 57-year-old female. She did not see a healthcare provider. No serious injury was reported. 24-aug-2023 follow up via e-mail: the device was used to brush her teeth. No serious injury was reported. 05-sep-2023 follow up via e-mail: the pin in the oral-b toothbrush head became detached. She reported that she brushed her teeth every now and then. No serious injury was reported. 17-sep-2023 follow up via e-mail: the concomitant product was oral-b toothbrush, type 3765. The concomitant product lot was c010201623. No serious injury was reported. 09-oct-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Event description:
Metal piece...almost couldn¿t get it out of throat [foreign body in throat] brush head...metal in it that...should not become detached/brush head that the pin became detached - oral-b [device breakage]. Metal piece is loose - oral-b [device physical property issue]. Case narrative: consumer via phone stated that the metal piece in the oral-b crossaction toothbrush head was loose and they almost swallowed the metal part of it. On the top of the oral-b toothbrush head, there was metal in it that was very deep and should not have detached. No serious injury was reported. 23-aug-2023 follow up via digital safety assessment survey: the consumer was a 57-year-old female. She did not see a healthcare provider. No serious injury was reported. 24-aug-2023 follow up via e-mail: the device was used to brush her teeth. No serious injury was reported. 05-sep-2023 follow up via e-mail: the pin in the oral-b toothbrush head became detached. She reported that she brushed her teeth every now and then. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.